Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06108. The customer returned a 4k camera head for evaluation. The evaluation found rust occurs on the focus ring and on the coupler. The images are not displayed due to malfunction of the cable unit. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. It is assumed that the images were not displayed because the cable was broken; due to the user's handling. Olympus will continue to monitor the field performance of this device. To mitigate damage to the device, the instructions for use provides the following information: - do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. - never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that prior to an unspecified therapeutic procedure, it was identified the unit was not producing an image. The procedure was completed using a different unit.